Event description:
A malfunction, specifically malf 12, was reported by a customer. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after assistance, the issue did not recur. The customer was advised to continue using the pump and instructed to contact support if the malfunction reappears, which the customer acknowledged and understood.